Event description:
It was reported that the patient experienced swelling at the neurostimulator pocket site due to fluid. The area would become dark red. The patient also experienced acute pain from the neurostimulator site down the left leg. She was not able to sit on her butt because, the neurostimulator was hitting the bone following the last revision on (B)(6) 2012, which was conducted to reposition the device as it had been too close to the bone. After the revision, the patient was told, the neurostimulator would be moved to the right side, but instead they implanted it deeper in the pocket on the left side. The patient went to the clinic the next day due pain and things not "feeling right", but the physician wanted to see her for follow up in early (B)(6). The appointment in (B)(6) was cancelled and rescheduled for (B)(6) 2012. The patient was able to schedule an appointment for (B)(6) 2012 and was going to have the neurostimulator removed; however, the surgery for removal had not been scheduled. The patient had gone to the emergency room twice since implant due to the pain. The patient was in a lot of pain and was having trouble walking and sitting. She had also lost 10 pounds since the last surgery due to vomiting and an inability to eat. It was also noted that the patient had an appointment scheduled (B)(6) 2012 with her physician. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# v632934, implanted: (B)(6) 2011, explanted: unk. Programmer: model 3037, serial# (B)(4).